Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 28 percent remaining to 9 percent remaining 6 months later. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is in hospital possession. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 28 percent remaining to 9 percent remaining 6 months later. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.